Event description:
Surgeon was doing a total hip replacement and was using the trident hip system. He asked for a 50 mm trident hemi cup. The circulating nurse opened the box and removed the trident blister package and noticed that the cup had been dislodged from its regular plastic platform. He was unhappy to use the cup. Another identical cup was immediately available and this was implanted.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.